Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all key contacts. There was moisture in the battery compartment and the display screen was dim and scratched. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: evaluation revealed that the keypad symbols were worn but the rubber keypad was intact. The contrast key was unresponsive. Evaluation revealed contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a scratched and dim display screen, which has no effect on insulin delivery function. There was a leak at the crack in the battery compartment and at the bottom display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.